Event description:
Surgery to repair rotator cuff with porcine patch. In 2003. 2003: operated on for asceptic abscess associated with xenograft infection of rt shoulder - total necrosis of patch. Had groshong catheter inserted and received i.v.'s antibiotics for 26 days.